Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that currently the patient is experiencing pain in their right iliac when they lean forward making it hard to carry out their daily activities and are in a great deal of discomfort. The patient reported that three years following their index procedure they had unknown endoleak that requiring multiple coil repairs and an additional procedure to implant an endurant 24x24x49 aortic extension. There is no further information available for this case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.